Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a patient side occlusion alarm. There was patient involvement but no harm.

Event description:
It was reported that the device had a patient side occlusion alarm. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report of a patient side occlusion alarm could not be determined. Laboratory testing confirmed that the device was working as intended. Results of testing performed on the suspect pump module following the pressure sensor malfunction product analysis procedure found the suspect pump module operating within specification. Alaris system maintenance (asm) preventive maintenance and calibration results indicate that the suspect pump module was performing correctly. Review of the suspect pump module error log showed no records associated to the reported incident. A review of the suspect pump module event log showed that on 9apr2025 at 9:34 pm, the module was powered on/attached to the concomitant pcu. An infusion with a rate of 999ml/hr and a volume to be infused (vtbi) of 1000ml was started. At 9:37 pm, the channel performed an auto restart three (3) times and the device alarmed for partial patient side occlusion. The user restarted the infusion. From 9:49 pm to 10:12 pm, the channel performed an auto restart five (5) timed and the device alarmed for partial patient side occlusion. The user restarted the infusion. At 10:22 pm, an infusion with a rate of 100ml/hr and a vtbi of 206.607ml was started. From 10:38 pm to 11:06 pm, the channel performed an auto restart for a total of six (8) times with the device alarming for patient side occlusion five (6) times. The pump module was channeled off. The pressure sensor tip sheet states that to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pump module s/n: (B)(6) (w/o: (B)(4) device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the report of the pump module alarming patient side occlusion could not be determined. Laboratory testing found the device operating within specification.